Manufacturer narrative:
Device was received with unresponsive all the buttons due to keypad connector unlocked. No moisture damage on keypad traces noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and arrow let and the back buttons were not responding properly even when he pressed it multiple times. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that block mode was inactive. Customer stated the easy bolus feature was off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.¿